Event description:
Approx 8 days after a coronary drug eluting stenting treatment procedure, the pt was found to have a small dissection flap contained within the proximal stent. In 2004, the pt was being evaluated for abnormal baseline EKG. Pt was relatively asymptomatic, but was unable to walk on the treadmill because of "limb threatening ischemia." Pt was taken to the cardiac cath lab where pt had 2 taxus express2 8.8% 2.50 x 16 mm drug eluting stents implanted in the lad to treat a 90% stenosis in the mid-segment; and 2 taxus express2 8.8% 2.50 x 16 mm drug eluting stents in the rca to treat 75-95% diffuse disease in the proximal to mid vessel. The physician direct stented all of the stents. The lesions were reduced to 0% with excellent flow. Pt had normal lv systolic function. No acute complications were reported. Pt was to be on plavix post procedure. It is unk what medications were given during the procedure. Pt returned 5 days later with recurrent chest discomfort, EKG changes and mild elevation of their troponin levels. Pt was found to have a widely patent lad at the previously stented site. The rca was also patent, however, there was a small contained dissection flap within the proximal stent. There was timi iii flow in the vessel. The posterior descending artery had a 95% stenosis. There was a 90% stenosis in the very tortuous 1st obtuse marginal branch which was present on the previous angiogram. The lesion had a hazy appearance. This lesion in the 1st om was successfully direct stented with another taxus express2 8.8% 2.50 x 8 mm drug eluting stent with reduction of the stenosis to 0%. There was an area of 0-25% stenosis proximal to the stent, but overall good angiographic result. No acute complications were reported. The pt returned 3 days later with EKG changes and evidence of an anterior wall infarction. The lvef was estimated to be 40%. The mid and distal anterior wall and apex were nearly akinetic. The lad, rca and 2nd om branch which had been previously stented were all patent. Continued medical therapy and anticoagulation were recommended. The pt is reported to be in satisfactory/good condition.